Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.